Event description:
A caller reported encountering frequent occlusion alarms with their insulin pump. The customer's blood glucose level remained within the normal range, never exceeding critical levels during the events. To address the issue, the customer initially cleared the alarm and continued with insulin delivery. However, due to persistent occlusion problems, technical support recommended replacing the pump. In the interim, the customer was advised to use multiple daily injections (mdi) as the therapy until the replacement pump arrived.